Event description:
Account alleged that the head right caster base tube is broken from the stretcher at the weld.

Manufacturer narrative:
Account replaced the base frame and the hex rod to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.